Event description:
After 36+ month of implantation, this pacemaker was explanted and returned because of intermittent loss of sensing and capture.

Event description:
After 30 months of implantation, this pacemaker was explanted and returned because of intermittent loss of sensing and capture.